Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "the problem with the pump that was reported was there was a pump problem. Battery was replaced on (B)(6) 2026. Actuator valve and guide pins were cleaned. While testing the pump there was no problems found. Patient harm: unknown. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a som crash. Device performed mock infusions for several hours but during testing this failure could not be reproduced. As a precautionary measure, the som will still be replaced during repair.